Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she lost her eyesight after implant. Relevant medial history included spinal pain. Follow-up was performed to determine what actions were taken to address the event, if it was related to the device/therapy, and if it was resolved.